Event description:
It was reported by perfusion that an incident occurred in the cath lab. When the intra-aortic balloon (iab) was connected to the intra-aortic balloon pump, the light bulb did not change color and there were no tones. The decision was made to insert the iab regardless. When she attempted later to manually calibrate the fiber optix sensor (fos), the message of "no fos signal present" came onto the screen. The connector was inserted gently per training. When the balloon was first inserted, they had a high pressure alarm. Upon fluoroscopy of the iab, they determined that iab was not fully unwrapped. They inserted 40cc of air into the iab and confirmed that it had unwrapped. They began to pump the patient (pt) and continued to get high pressure alarms for several hours after this event. When asked if they evaluated the balloon pressure waveform, perfusion stated the "chair" was within 25-30 of the augmented pressure. She also stated iab was the correct size for the height of pt. They did not save any strips and are unaware of any medications pt may have been on.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.